Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
The recipient had noticed a leakage of electrolyte whilst using the device. Neither recipient contact to the electrolyte nor any injuries are reported. The affected device will not be returned to the manufacturer.

Manufacturer narrative:
According to the received information, the patient's dacapo power pack had an electrolyte leakage, however neither patient contact to battery chemistry nor any injuries were reported. A root cause for the malfunction could not be determined as the device has not been received for investigation. This is a final report.

Event description:
The patient had noticed a leakage of electrolyte whilst using the device. Neither patient contact to the electrolyte nor any injuries are reported. The affected device will not be returned to hq (B)(4).

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had noticed a leakage of electrolyte whilst using the device. There was no damage to the health of the patient. The affected device will not be returned to hq (B)(4).